Event description:
It was reported that the pump battery was depleting too quickly, which led to a pump shutdown. The customer's blood glucose level exceeded 500 mg/dl, displaying as "high," but the specific value was unknown. The customer was in the process of changing supplies to resume insulin and did not require third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.